Manufacturer narrative:
Additional manufacturer narrative: in a response from the surgeon received (B)(6) 2011, we learned that the patient had expired on (B)(6) 2011, 1 day post operatively, due to "post operative hemorrhage, shock." The device is not available for return as it was not explanted. There was no report of an autopsy. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. Patient also had another device explanted. See report for serial number (B)(4). Date and location of death are unknown. Cause of death has not been reported. No autopsy has been reported. No patient history, operative report or discharge summary has been provided. It is unknown if the device is available for return. A device history record review is in progress.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired. The date of patient's death and implant duration are unknown. Cause of death has not been provided. It is unknown if the death was device related.

Event description:
On (B)(6) 2011, a response was received from the surgeon confirming the date of death as (B)(6) 2010 for an implant duration of 1 day (0.03 months). Cause of death provided was post operative hemorrhage / shock. There was no indication that this was due to a device malfunction.